Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.concomitant medical products: bone screw self-tapping 6.5 mm - catalog# 00625006530 lot # ni, bone screw self-tapping 6.5 mm - catalog # 00625006540 lot # ni.

Event description:
It was reported that during a left total hip arthroplasty, the acetabular liner would not seat in the cup. After multiple attempts, the acetabulum fractured. The procedure was completed with another acetabular cup and liner.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.